Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose value (bg), "low," exact value was not provided. Reportedly, the customer consumed carbohydrates and juice to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
There is no evidence that the pump experienced a malfunction or failure.